Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2017 until (B)(6) 2017 (43 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. During initial analysis, an air cushion was observed between the air-side and middle layers of the triple layer membrane. The pump was disassembled for evaluation and a leak was detected in the air-side layer of the triple layer membrane. Furthermore, abrasion (graphite agglomerates) was detected between the membrane interstices. The other two membrane layers displayed no defects. The cause of the failure was most likely the diminished graphite coating. The graphite particles that formed due to the abrasion between the membrane layers most likely caused increased friction at certain points, which finally led to the defect in the air-side layer and middle layer of the membrane. When this defect occurs, air can get between the membrane layers and form an air cushion, which reduces the pump performance.

Event description:
The manufacturer, berlin heart (B)(4), was contacted by the (B)(4) distributor to report that the excor blood pump of a patient supported in the lvad configuration was exchanged due to a suspected membrane defect. According to the clinic, the membrane did not appear to be completely filling and emptying. Adjusting the parameters on the stationary driving unit, ikus, did not produce any improvement. The clinic decided to exchange the excor blood pump. The exchange of the affected blood pump was performed on (B)(6) 2017 by trained personnel at the clinic without complications. The patients' condition immediately improved after the exchange of the excor blood pump and is reported to be doing well.